Event description:
It was reported that during a laparoscopic procedure of ovaria, it was found that there was a scratch on the outer sleeve when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the obturator locking cam damaged. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. No conclusion could be reached as to how this issue occurred. In addition, no scratches were noted on the sleeve. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.